Event description:
It was reported by the patient that their implant surgery on (B)(6) 2010 had not gone "correctly" and that they had to go back to (B)(6) to have another surgery. The device is still in use. There were no further patient complications reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Disclaimer: submission of information by medtronic under the medical device reporting

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.